Manufacturer narrative:
(B)(4). The customer reported that the device failed to power up. There was no report of patient involvement. The unit was evaluated at the philips repair bench and the failure was further clarified as failure to shock, pace and also fails the pads/paddles ECG test. The power pca was replaced to resolved this issue. The device passed all post servicing testing and was shipped back to the customer site.

Event description:
The customer reported that the device failed to power up. There was no report of patient involvement.